Event description:
Primary total knee replacement on (B)(6) 2010. Patient presented at review clinic with pain and swelling. Insert was revised 8 weeks post initial surgery and displays signs of increased top and back side wear.

Event description:
(B)(4) reports: primary total knee replacement on (B)(6) 2010. Patient presented at review clinic with pain and swelling. Insert was revised 8 weeks post initial surgery and displays signs of increased top and back side wear. Please investigate. (The scratch marks in notch area occured during exchange of insert) femoral and tibial components seemed normal, femur ref:(B)(4) lot 3090643, tibia ref:(B)(4) lot 3153540. No patient details available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.